Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 132 mg/dl. Customer reverted to manual injections for alternate insulin therapy.